Event description:
It was reported that the patient¿s implantable pulse generator (ipg) was unable to be interrogated. Further follow-up with the company representative indicated that the issue was due to the ipg being at normal elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.